Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of provided printouts confirmed the reported measured data anomaly concerning battery impedance. However, analysis found that a recalibration of measured data was performed in the field. As received, all parameters were normal. The measured data anomaly could not be reproduced.

Event description:
It was reported that the pulse generator exhibited a battery impedance value of 11.6 kohms. The battery impedance was less than 0.1 kohm a year ago, and the value has varied over the past month. The pulse generator was explanted and replaced.